Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer's current blood glucose level was 559 mg/dl but it had been running around 400 mg/dl since she started using her brother¿s insulin pump. The customer was treated with manual injection for high blood glucose level. The device will not be returned for analysis.